Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving morphine (25 mg/ml at 10 mg/day) via an implanted pump. It was reported that the patient¿s pump was normally difficult to refill so the hcp always used fluoroscopy to do the refill. On (B)(6) 2020 the patient was moving around during the refill and as he was injecting, he noticed that there was a fullness under his finger. He used a new kit, aspirated the pump, and ejected 8-9 ml from the reservoir. He concluded that less than 12 ml had been injected into the pocket. He adjusted the reservoir volume to 8 ml and directed the patient to the hospital. The patient would be admitted to the hospital for a 24-hour observation period. No symptoms/complications were reported. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep) and the healthcare provider (hcp). The rep reported the patient was doing okay at the time of the report ((B)(6) 2020) and the patient had been discharged. The hcp was changing the pump from minimum rate to simple continuous.